Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A missing low alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 16e, operating system ios 26.5, application version 3.6.6.12977. The low glucose alarm did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced discomfort and a loss of consciousness. The caregiver administered an emergency nasal spray and transported the customer to a hospital. Upon arrival, the customer had contact with a healthcare professional (hcp) who obtained an unspecified laboratory result and administered intravenous glucose as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.